Event description:
Reported by a consumer's family member. Reported as "low blood sugar" concerns a pt treated with a novopen junior insulin delivery device and novolog (insulin aspart) penfill 3 ml insulin cartridges from 2003 to present for type I diabetes mellitus. The pt family member reported that in 2005, pt was administered two units of the insulin in question at 12:45 pm and then they ate lunch. Approx four hours later they experienced a low blood sugar level, temporarily, by giving them some orange juice. However, over the next two days, they continued to experience intermittent low blood sugar levels. In 2 days later the woman decided to take the boy to the hosp because they were unable to normalize their blood glucose levels. They were treated with 15 grams of glucose gel and 10% dextrose and water intravenous fluid while in the emergency room and their blood glucose level normalized (level unk). They were discharged from the hosp later the same day. It was unk what, if any, diagnostic tests were performed and what the results were. The body did not lose consciousness during this event. Two function checks were performed on the device in question in 2005 and 11 days later. On both occasions, the device failed the function check. Normally, they perform a function check on the device once per month. The pt stopped using the device in question two days after the event resolved and switched to a conventional insuiln syringe. The pt family member stated that there have not been any changes in their diet, activity level or health status.